Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt is unable to tolerate loudness with his speech processor switched on with the current map, even with the speech processor activated with a map set on minimum mcl levels. Testing showed a ground path impedance drop.